Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the device was returned for evaluation. During repair it was noted that the reported condition of the device not running was not confirmed. However, an evaluation was performed and it was observed that the device trigger was not running smoothly and was eccentrically blocked, pressing it in the center it moved forward and backwards as specified but was not running smoothly. The center sleeve showed abnormal traces of friction, same could be found on the trigger shaft. The trigger needs to get oiled during each reprocessing cycle, like this the oil film will prevent foreign substance to enter the electronic control unit (ecu) cavity and moving parts will be running smoothly. The assignable root cause was traced to improper maintenance. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device trigger was not running smoothly and was eccentrically blocked, pressing it in the center it moved forward and backwards as specified but was not running smoothly. The center sleeve showed abnormal traces of friction, same could be found on the trigger shaft. The trigger needs to get oiled during each reprocessing cycle, like this the oil film will prevent foreign substance to enter the electronic control unit (ecu) cavity and moving parts will be running smoothly. It was further determined that the device failed pretest for sticky trigger. It was noted in the service order that the device mode switch got locked sometimes and the battery reamer became unusable. During a surgical procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.